Event description:
The patella clamp wasn't clamping properly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The patella clamp wasn't clamping properly.

Manufacturer narrative:
Visual and functional analysis confirmed the reported event. The ratchet slips and does not securely lock. Device history review indicates all products were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been other events for this lot. The investigation determined that the reported failure has been previously investigated. An ecn was implemented to correct the reported failure. The returned device was confirmed to be manufactured before the ecn.